Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp micro-volume extension set disconnected due to a crack. The location of the crack was not reported. The tubing became disconnected from the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.